Event description:
During routine preventiative maintenance testing at the user facility, it was reported that the unit would not beep when each key was tested during the keypad test. During initial testing at the manufacturing facility, the pump was reported to fail to emit an audible sound when alarm conditions were forced. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.